Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the device was returned to the service facility for evaluation. During evaluation, the reported issue of scanner has been freezing is unconfirmed; the scanner boots normally. Reboot and shut down scanner many times and it did not boot into the blue screen. Let the scanner run entire day for two days and it did not freeze. The device was serviced, tested. A history review of serial number (B)(4) showed no other similar product complaint(s) from this serial number.

Event description:
Per (B)(6), scanner has been freezing or screen is turning blue.